Manufacturer narrative:
This report is submitted on august 1, 2018. (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2018 (exact date not reported), in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.